Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient¿s implant had to be replaced because they fell and broke it. No further patient complications are anticipated or expected as a result of this event.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient experienced a loss or change of therapy. The patient was having a lot of problems with urination, but also had problems ¿going on in my head¿ that they didn¿t know what was working and what was not. When the patient stood up from a sitting position, urination just runs out. It was noted the patient wore diapers the whole time they were in the hospital. The patient¿s doctor told them there were 2 or 3 main root causes that cause leaking and gushing, and the patient did not know what was causing their problems. The patient could not get their patient programmer to come on because they did not recall how to use it and lost their manual. The patient was able to turn the patient programmer on and sync successfully. The patient¿s amplitude was currently at 3.0; they increased it from 2.03 to 3.0 about a month ago. It was noted the patient did not feel stimulation and the therapy was on. It was noted the patient had only felt stimulation initially on the day of implant and had not felt it since that time. It was reported that a fall could be related to this issue. The patient broke their arm in a fall after losing their balance and hit their arm against a wall. It was confirmed that the fall was not caused by or related to the device/therapy. The patient broke their arm above the humerus, and it had been about 6 months since the patient had the fall and the patient was not through with it yet. It was noted it was a bad uneven break and the patient was in the hospital for 3 weeks and now in therapy and their mind did not work good. The patient had also been really active and lifted a lot of heavy things. The patient¿s ins had ¿really grown in there¿ and they could not feel the ins under the skin very easily; they couldn¿t feel the outline or shape of it. The patient thought the ins had gotten deeper since it was initially implanted, and it was hurting at the implant site. The patient was able to locate the ins at the time of the report and felt it up higher. It was noted the patient had been on so much medicine and so much ¿dope¿ that their whole body was probably just screwed up; it was noted the patient¿s mind had not come back fully from all the dope. The patient was redirected to follow-up with their hcp to discuss their fall and symptoms, and it was noted the patient had an upcoming appointment with their managing hcp in the next week or two. The last time the patient saw their doctor, the doctor told the patient their battery would last another year. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information was received from a consumer (con). It was reported that the patient was going to have surgery on (B)(6) 2017 for replacement of the ins and leads. The ins was not in the right location since their fall.

Manufacturer narrative:
Product ID 3037 lot# serial# (B)(4) implanted: explanted: product type programmer, patient product ID 3889-28 lot# va094wk serial# implanted: explanted: product type lead.if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The patient restated information previously reported and noted that the wire was broken, so a new device was implanted.

Event description:
Additional information was received on (B)(6) 2017 from the consumer reporting that the patient had a bad fall on (B)(6) 2017 and had a compound fracture in their right arm. The patient was still under their doctor¿s care. They had serious problems with their bladder since then. The patient had just thought of the compound when they had called and was now going for surgery. Patient weight was confirmed to be (B)(6). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.